Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Patient reported they were injected with 2 ml of unspecified juvéderm® in the chin. At the time of application, patient¿s ¿lips changed color (from getting pale to bluish)¿. Injecting healthcare professional completed the injection. The next day, patient reported pain ¿and within 2 days the inside of [patient¿s] lower lip grew purple¿. Patient developed pustules on day 3. Patient consulted a treating healthcare professional, who treated with hyaluronidase and antibiotics. Patient went on to indicate: ¿actually it is nowhere near to it as I look scarred and the pustules continue to come out.¿ symptoms ongoing.